Event description:
The customer reported that he just came from the doctor's office and the insulin pump was not delivering any insulin; the caller requested a replacement. The blood glucose reading was 489mg/dl. The doctor gave him levermere and novolog. The wife stated that his face feels swollen because he is on the u500 insulin, and he was vomiting the day before. The customer mentioned that the insulin pump was losing time; he was irritated and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was set to proper time and date. Monitored for two days and no unexpected time change noted during testing. The unit had scratched display window.